Event description:
There have been several reported cases (at least four) from the nicu nurses involving the hospira microbore extension set clave connectors (blue in color) which were discovered to have depressed diaphragms in the center of the clave. It's as though the plunger is getting stuck in the downward position causing it to no longer work. The lot number provided in the device section is not a known involved lot number, but one that is currently in the facility.